Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing, and breast mass.

Event description:
Patient reported right side psychological distress, recall, nodules, difficulty healing the stitches, and two months of intense and constant pain. The device remains implanted.